Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The complaint sample was evaluated, and the reported event was confirmed. A visual examination of the provided pictures identified breakage of the plastic piece off of the impactor pad. The returned glenoid impactor shows signs of use as well as wear and tear. The strike plate of the device has some scratches and gouges. The handle and shaft have some scratches and knicks. The shaft also has some impact marks just below the impactor tip. The tip of the impactor has some dents and gouges from use. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during an initial procedure, the impactor fractured, and a piece of plastic entered the wound. The fragment was retrieved from the surgical site. The proper surgical technique was used, and no known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in progress. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.